Event description:
On (B)(6) 2011, pt reported her luer lock on her infusion set is cracking and insulin is leaking out of her infusion set. Pt stated she is wearing the infusion device in a case. Pt reported she discovered the leak because she smelled and felt the insulin that was leaking. Pt stated she hears the click when she attaches the infusion headset and infusion tubing. Pt reported she notices the issue sometimes an hour or two after she puts the new infusion tubing in. Pt stated this has happened with 2 separate boxes and she only had 2 tubings out of those boxes that did not crack. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.